Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that impella 5.5 was implanted following best practice protocols. Activated clotting time (act) maintained above 400. High motor current alarm occurred, followed by pump failure. Attempts to restart at previous performance level and at p-2 were unsuccessful. For patient safety, pump removal and replacement were recommended.